Event description:
Father reported, the check button on the infusion device is defective, and this concern had been ongoing for 2 weeks. The infusion device occasionally "ticks" on its own and the display switches between insulin units per hour, quick info, and bolus data. The other buttons on the infusion device do not function when this happens. Correct type of battery is used, and the battery is removed and reinserted to resolve the issue. Infusion device was replaced and requested for eval. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. Additional info was not provided.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.